Manufacturer narrative:
Work order search: should be corrected to "no similar complaint type event was reported for units within the same lot." Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). One similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm,vticm5_13.2, -5.50/1.0/160 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2017. A change in refraction was observed, the lens remains implanted. The reporter stated " the cornea is simply thin, there are no kc ffkc, etc. Diagnosis. The surgeon thought the refractive surprise +1,5/-1,75/176 (B)(6) 2018) post operatively caused by the 11 degree misalignment of the lens. Then he repositioned the lens end of november and thought everything would be good. The current refraction of +1,00/-1,75/172 with a correct positioned ticl lie iod of 2° ccw he cannot explain and do not have any idea about it. He's asking to recalculate a new lens based on the current rx and ticl position". Patient is well and the surgeon plans to reposition the lens. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).